Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failure between the ilet device and a freestyle libre 3 plus sensor, which resolved after the user rescanned the sensor and subsequently began receiving blood glucose readings on the ilet device. No adverse clinical symptoms reported. Outcomes included no impact to health and no medical intervention or hospitalization. User support included troubleshooting with device re-pairing and user education. Investigation of this case revealed that the device was able to establish communication and function as intended following re-scan, consistent with a transient pairing or communication issue between the ilet and the sensor. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication re-established through standard troubleshooting.